Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 4.3 cm in diameter saccular abdominal aortic aneurysm approximately two months ago. Vessel morphology was reported as the proximal aortic neck was 20-22 mm in diameter and 40 mm in length. The distal aorta was 26x19 mm in diameter. The right iliac artery was 12-10-15-9 mm in diameter and the left iliac artery was 13-13-10 mm in diameter. The left internal iliac artery had a 20 mm aneurysm. The right iliac artery had a small focal distal dissection with dilatation. The right and left femoral arteries were 6 and 7 mm in diameter, respectively. The proximal neck was mildly angulated with mild calcification and thrombus. The right and left iliac arteries had mild calcification. It was reported that one month the patient presented with severe left leg claudication. An angiogram demonstrated that the left limb of the stent graft was completely thrombosed. The physician stated that there were two possible causes for the thrombosis. First, the contralateral limb appeared slightly pinched off at the flow divider. This was due to the fact that the flow divider was either still in the neck of the aaa or just below. There was a significant pressure gradient across this area. The other area of concern was where the limbs crossed at the narrowed distal aorta. Although there wasn't any appreciable angiographic finding, this area also had a pressure gradient. It was decided that both areas should be treated. Two "kissing" 10x40mm assurant stents were placed into the limbs of the proximal bifurcated graft so that they extended 1-2cm above the flow divider and well into the neck of the aneurysm. Then, two 10mm stents were placed in the limbs bilaterally at the distal aorta. The final angiogram demonstrated excellent flow bilaterally with no kinks and no gradients. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (kink, occlusion); patient's condition affected effectiveness of device (anatomy related; stent graft constrained within the proximal aorta and small distal aorta). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (anatomy related: stent graft constrained within the proximal aorta and small distal aorta).